Manufacturer narrative:
The insulin pump was received with currents in spec. No unexpected battery out limit. Intermittent button response due to moisture damaged keypad trace. Scratched lcd window, cracked display window corners, battery tubethreads cracked, broken belt clip slot, cracked reservoir tube lip. No noise, watchdog alarm, vibrating anomaly noted. Number does not ramp upon its own or scroll bar moving with no input. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 270 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.